Manufacturer narrative:
Unit received with blank display due to corroded electronic assemblies. Unit received with corroded motor home switch and corroded keypad traces. Unit received with minor scratches on lcd window and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer reported via phone call that he was pushed into a pool while wearing the insulin pump. The screen was foggy and the buttons on the insulin pump were unresponsive. Fluid was under the lcd display. His blood glucose level did not transfer over to the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.